Manufacturer narrative:
Technician found both foot end casters swivel in brake position due to faulty casters. Replaced both casters to resolve this issue. Bed located in transport.

Event description:
Complaint - both foot end casters swivel when in brake position. No injury reported.